Event description:
Prior to a renal cryoablation procedure, three icerod cx 90 degree needles tested fine with no issues to report. Five minutes into the 1st freeze cycle the doctor noticed that one needle with lot no. B8936-004 showed frost all the way up to the shaft. The patient's skin was covered with saline and ultrasound gel to prevent any injury. Since ice formation was as expected, the doctor continued to use the needle to complete the case. The procedure was completed as expected with no injury to the patient.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were not found. Microscopic inspection of the vacuum sleeve was conducted and soldering flux and tin residuals was seen on the vacuum sleeve external surface soldering. A bubble test of the vacuum sleeve was conducted; no leaks were identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. The treatment was completed with no injury to the patient as the physician used saline and ultrasound gel to protect the patient's skin.